Event description:
The user reported that during a coiling procedure air bubbles were seen in the fluid administration tubing. The user could not identify where the bubbles were coming from. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A f/u report will be submitted when the eval has been completed.